Event description:
A report was received that the trial patient went to the emergency room due to infection at the surgical site. The patient's symptoms include pain, fever, redness and swelling at the surgical site. The physician did not disclose any information if infection was device or procedure related. Lead pull was done and the patient was given oral antibiotics for the infection. The patient was doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial / lot #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.